Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After rotational atherectomy was performed, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation and resistance was encountered. During inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.0x12mm emerge balloon catheter. There were no patient complications nor injuries reported.